Event description:
It was reported that the pt was observed with return of clonus for one week. CT revealed the catheter had slipped. No treatment or pt outcome was provided. Reference MFR reports #6000030200702576, 6000030200702577.

Manufacturer narrative:
.